Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9236681. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting a left middle cerebral artery (mca) stenosis, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9236681) was impeded in the middle of the concomitant microcatheter (unspecified brand) and could not be further advanced. The physician only retracted the stent, but the stent component was found detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent and replaced it with a new stent to complete the procedure using the same original microcatheter. There was no negative impact to the patient. On 08-jun-2025, additional information was received. The additional information confirmed that the target of the angioplasty procedure was the left middle cerebral artery stenosis. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). An adequate continuous flush was maintained through the microcatheter. There was resistance during the advancement of the stent through the midsection of the microcatheter. It was verified that the introducer was fully seated and secured in the microcatheter hub. Aside from the reported premature detachment of the stent, there was no damage noted on the stent / stent delivery system when the device was removed. Nothing unusual was noted about the system prior to use. The replacement was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). Per the information, the reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery wire and slightly protruding from the introducer. No other damages were noted. Microscopic inspection performed revealed a stretched area at the distal positioning coil of the delivery wire. The stent component was retrieved and inspected, and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported regarding the stent being detached was confirmed since the stent was noted already separated from the delivery system; based on the detached condition of the stent, the issue regarding a stent being impeded in the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. The stretched condition of the delivery wire suggests that in an effort to overcome the impeded condition felt, excessive force could had been inadvertently applied during advancement/withdrawal of the device, which ultimately led to the stretched condition of the delivery wire; however, this remains speculative. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9236681. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.